Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per caller, her grandmother has a spinal cord stimulator system and is currently in hospice care. As of last saturday (B)(6), the patient's (pt) ins came out of the ins pocket because the ins had eroded through the skin due the grandmother's declining health. Caller works with an hcp who is willing to write an order to have the leads cut by a nurse so that the wound can be dressed properly but the hcp is looking for the manufacturer to approve of this order. Tss reviewed that the manufacturer doesn't have any medical standing or resources to provide and that caller will need to depend on the nursing or other staff available to her to address the ins pocket wound and the concerns about infection that the caller had. Caller will try to contact a wound care specialist to see if they can assist with the situation as well. The caller mentioned that the pt's ins pocket wound had been open for a while but when asked, never offered a timeframe for what that meant.